Event description:
The customer reported fast stop activated error messages in the service log. This causes the system to shutdown. Rebooting restored imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fast stop switches were evaluated and reseated. The system was tested and found to be working as intended and returned to service.